Manufacturer narrative:
The t:flex user guide states that the single-use disposable cartridge can hold up to 480 units (4.8ml) of insulin. Per the cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had filled the cartridge with 500 units of insulin; however, the insulin gauge showed 100 units. The customer did not know how much insulin was used. The customer declined to load another cartridge to confirm the insulin gauge accuracy. The customer had used cold insulin to load the cartridge. Tandem technical support advised the customer not to load more than 480 mg/dl and to use room temperature insulin. The customer acknowledged the information. There was no reported impact to the customer's blood glucose level.